Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, station shown wrong patient. The customer stated that the malfunction occurred when a user tried to issue medication to the patient and caused a delay to patient care. However, there were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 20-sep-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the station had not communicated with the server for over 22 hours. A field service engineer (fse) cold booted the station to the admin profile, but the issue persisted. Upon checking network settings, the network interface card (nic) showed as disconnected, leading to a physical inspection of the station where a damaged cat5 cable was identified and replaced. After rebooting, the es application launched successfully, login was restored, and data began resynchronizing with the server. Post repair validation confirmed successful communication between the station, server, and rss, and pharmacy verified proper order and medication data flow. The system functioned as intended after the field service engineer repaired the device.